Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up. Analysis of the log file confirmed that there was a malfunction of the flexvision pc. Rse identified that there was issue with the flexvision pc and recommended to replace the flex vision pc. The fse went to onsite, replaced the flexvision pc along with hard disk drive, and returned the system to use in good working order. The codes are updated based on the investigation outcomes.